Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing presyncopal episodes presented in clinic for normal device check. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. All other electrical measurements were in range. The lead was attempted to be reprogrammed to unipolar but same issues resulted. The lead was capped and replaced. The patient tolerated the procedure and would continue to be followed normally.